Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed noise on the atrial lead. Patient was asymptomatic. The physician decided to monitor the patient and would consider lead revision at a later date.